Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a possible ins malfunction. The patient experienced a burning sensation and electrical discharges at the device pocket site. All the surrounded areas were becoming numb. There were no external contributing factors found. Diagnostics/troubleshooting found high impedances. Surgery was performed to find out the connections were okay. The ins was replaced. It was unknown if the issue resolved. The event did not lead to or extend patient hospitalization. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Please note the lead information has been updated at this time (see above). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the cause of the burning sensation, electrical discharges, and numbness was unknown. The issue was resolved with ins replacement. There were no further complications reported or anticipated.